Event description:
On (B)(6) 2013 it was reported that a patient with the initials rg was scheduled for revision surgery to replace a tgs uka knee implant and that the revision was scheduled for (B)(6) 2013.

Manufacturer narrative:
Event is being reported with information that is available to comply with the 30 day reporting requirement. On three occasions additional information has been requested to confirm the revision surgery and to gather additional data, however a response is yet to be provided. If additional information is received regarding the revision procedure, the complaint will be reassessed and a follow up report will be submitted. Review of device history records show that the lot was released with no issues and product was manufactured to spec. Current information is insufficient to permit a conclusion as to the cause of the event. PMA/510(k): 510(k) # k090024 covers initial release of tgs USA system including all instrumentation and femoral component, 510 (k) # k101206 covers the tibial baseplate component and tibial insert component. Tibial baseplate: lot: 1009041-a, catalog #: 100300, mfg. Date: 02/2011, exp. Date: 02/2013. Tibial insert: lot: 1009030-a, catalog #: 100337, mfg. Date: 02/2011, exp. Date: 02/2013.